Event description:
It was reported that bd nexiva 24ga x 0.75in dp with maxzero molding defective and leaked it was reported by customer that the item found to have an additional notch which causes issues with installation. Catheter was also considered softer and caused additional pain. The item leaked additional fluids. Rcc received a complaint via email. Date: 11/27/2024 complaint number: (B)(4), account number: (B)(4) account name: (B)(4) contact person: xxxxx item number: 308-383571 lot number: 4088945 sample available: confirming pictures: attached item description: bd nexiva cath sys dual w/conn 24gx0.75" incident description: as per account: "I would like to report an issue with one of your products. Name: bd closed IV catheter system nexiva 24gax 0.75in lot: 4088945 expiry: 31-mar-2027 issue: item found to have an additional notch which causes issues with installation. Catheter was also considered softer and caused additional pain. The item leaked additional fluids."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of molding defective - other was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.